Event description:
The hospital clinical engineer reported that this problem was due to user error. He reported that the new staff member did not enable the x-ray equipment after entering the pt info into the system. The o.r. Nurse reported that a (B) (6) male was undergoing a lithotripsy procedure for kidney stones and ureter stenting. She reported that when they tried to take a kub film or fluoro, they repeatedly received an error message indicating that the pedal was not engaged. She reported that the physician was able to complete the procedure without the use of fluoro by using the cysto-scope equipment. There were no injuries to the pt.

Manufacturer narrative:
The hospital has a service contract (B) (4) to repair their hut ext dr table and not with liebel flarsheim. The hospital clinical engineer reported this problem as 'user error'. The new staff member did not enable the x-ray equipment after entering the pt info into the system. The o.r. Manager has requested that the new staff receive an in-service on the equipment to prevent any other problems. Liebel flarsheim field service engineer (fse) was called in by the (B) (4), but could not gain access to the equipment. The liebel fse spoke with the radiology staff and the service contractor rep and they all concluded that additional training was necessary. The fse notified sales to do an applications training follow-up, which the sales rep has scheduled.